Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury (leaflet tear) could not be determined. The reported recurrent mitral regurgitation (mr) was due to the leaflet tear. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and an enlarged atrium. A mitraclip xtw was deployed, reducing mr to a grade of 1-2. Shortly after the procedure, transthoracic echocardiogram (tte) showed mr had increased to a grade of 4. It was suspected a leaflet tear had occurred. No additional information was provided.